Event description:
It was reported that the video system center switch information was not displayed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the event ¿switch information not displayed¿ occurred due to ssd (solid state drive) failure. Additionally, it was confirmed that ¿e116 error¿ occurred due to mother board failure. Olympus will continue to monitor field performance for this device.